Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2017, the patient had a CT of their abdomen. The imaging showed the ivc filter in place with the apex located just below the level of the right renal vein. There was no filter tilt. There was a perforation of filter struts through the wall of the ivc by up to 4 mm. The filter struts are intact. No further patient complications were reported.